Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the biometric identifier was failed and required maintenance. A technical support specialist (tss) guided the customer to reboot the station via the medication application. After the reboot, the customer was able to log in using the biometric identifier, and the station no longer displayed the biometric identifier device requires maintenance message. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.